Event description:
This report summarizes 3 malfunction events in which the device or cutting accessory fractured. 2 events had patient involvement; no patient impact. 1 event required additional surgery.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 3 previously reported events are included in this follow-up record. Product return status: 2 devices were received. 1 device was evaluated based on historical data analysis.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 3 events were reported for this quarter. Product return status 1 device was evaluated based on historical data analysis. 2 device investigation types have not yet been determined. Additional information 3 devices were labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This report summarizes 3 malfunction events in which the device or cutting accessory fractured. 2 events had patient involvement; no patient impact. 1 event required an additional surgery.